Manufacturer narrative:
Patient's weight is currently not available.

Event description:
It was reported patient was hospitalized with a pneumothorax after a scs permanent implant.

Manufacturer narrative:
The results of the investigation are inconclusive since the devices were not returned for analysis. Based on the information received, the cause of the reported event could not be conclusively determined.

Event description:
Additional information indicated patient has covered from the issue. No further action is needed.